Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose results. (B)(6), the daughter is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 115mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 01/26/2019 and open vial date is less than 4 months. The meter memory was reviewed for previous test result history. The 189mg/dl (B)(6) 2017 07:37 am fasting: yes, the 181mg/dl (B)(6) 2017 07:02 am fasting: yes, the 169mg/dl (B)(6) 2017 07:35 am fasting: yes, the 223mg/dl (B)(6) 2017 12:58 am fasting: yes, the 202mg/dl (B)(6) 2017 07:43 am fasting: yes. I spoke to the customer's daughter. The customer is calling due to getting high results on the meter.